Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There was no indication or allegation of a device malfunction contributing to the event. There is also no indication or allegation that the patient's death is related to an edwards product. The device history record (DHR) review was completed and the subject device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted for seven (7) years and three (3) months, underwent a valve-in-valve procedure due to severe mitral stenosis. A tmvr was performed with an edwards transcatheter valve. Echo revealed a well-positioned transcatheter valve prosthesis within the previous implanted surgical mitral valve, which functioned normally. Following implantation of the prosthetic valve, the patient developed sudden hemodynamic compromise. Echocardiography revealed a well-positioned transcatheter valve prosthesis within the previously implanted surgical mitral valve prosthesis, which functioned normally. The patient was noted to have a large pericardial effusion. A pericardiocentesis had been performed with no improvement in the patient's hemodynamics. Resuscitative efforts were initiated, and the patient was emergently placed on percutaneous femoral arterial and venous cardiopulmonary bypass. Redo sternotomy, repair of left ventricular rupture, repair of right ventricular puncture site and repair of left femoral artery cannulation sites were performed. The patient was returned to the cardiac intensive care unit in critical condition. He developed diffuse coagulopathy requiring multiple units of blood products throughout the procedure. He remained intubated and sedated on high dose presser support. His hemodynamics remained stable in the initial hours following surgery. The patient required increasing presser support and in early morning hours of pod #3; the patient developed cardiac arrest. Full resuscitative measures were undertaken; however, the patient was unable to be successfully resuscitated and expired.

Manufacturer narrative:
Reference CAPA-20-00141.